Event description:
(B)(6). It was reported that restenosis occurred. In (B)(6) 2019, the subject presented to the hospital and index procedure was performed on the same day. The 90% stenosed target lesion, was located in the left distal superficial femoral artery (sfa) and was 10 cm long, with a reference vessel diameter of 10 cm, was classified under tasc ii c lesion. The lesion was treated with predilation with a 4 mm x 150 mm balloon with a 10% residual stenosis. Following predilation, a grade a dissection was noted and was treated with a drug coated balloon (dcb). A 4 mm x 120 mm ranger balloon and a 4mm x 80 mm ranger balloon were advanced and successfully dilated the target lesion. Post treatment there was a 10% stenosis residual stenosis. The subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, 337 days post index procedure, the subject presented to the hospital with restenosis of the target lesion. Concomitant medication was given to treat the event. No further complications were reported in relation to this event.